Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving repeated no delivery alarms and failed battery tests on his insulin pump. His blood glucose was 278mg/dl, according to his mother. The customer was unavailable to troubleshoot. The insulin pump was returned. No additional information was reported.